Event description:
It was reported that during in-home use of the life 2000 connected to a third-party concentrator, the patient¿s oxygen saturations dropped to 74%. It was noted the patient ¿was acting very off and wasn't as responsive¿ during the event. The patient was switched to her regular nasal cannula which was connected to a concentrator (respironics 5l everflow), and she quickly recovered to mid-90s with no additional medical intervention required. There was confirmation that the concentrator flowmeter ball did not drop, and tubing was not kinked. Additionally, no alarms or error codes were reported from the life 2000 device. It is noted this event occurred prior to 90 days of device use, so accessories were never swapped out. The patient stopped therapy with the device after the desaturation episode occurred and does not want to continue use. There was no malfunction alleged and the patient is returning the device. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that during in-home use of the life 2000 connected to a third-party concentrator, the patient¿s oxygen saturations dropped to 74%. It was noted the patient ¿was acting very off and wasn't as responsive¿ during the event. The patient was switched to her regular nasal cannula which was connected to a concentrator (respironics 5l everflow), and she quickly recovered to mid-90s with no additional medical intervention required. The patient is a 78-year-old male with a relevant medical history of hypoxemia, dyspnea (with minimal activities and severe oxygen desaturation with ambulation), pulmonary fibrosis, copd, and pulmonary hypertension. There was confirmation that the concentrator flowmeter ball did not drop, and tubing was not kinked. Additionally, no alarms or error codes were reported from the life 2000 device. It is noted this event occurred prior to 90 days of device use, so accessories were never swapped out. The patient stopped therapy with the device after the desaturation episode occurred and does not want to continue use. There was no malfunction alleged and the patient is returning the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection by a hillrom technician found both the ventilator and compressor functioned as designed. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.